Event description:
It was reported that when the patient was recharged, the patient had shocking/pulsating at the stimulation area even with stimulation set to 0. It was noted the reporter first heard about it on the day of the report. The reporter noted the patient last recharged about 4-5 days prior to the report and during christmas time. It was noted the implantable neurostimulator was down to 1/4 level. It was noted the patient had an appointment on the following day. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).